Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited low pacing impedance and high capture threshold. The lead was believed to have fractured. The lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.